Event description:
According to the available information, during the virgin implant surgery an 18 cm titan was implanted; however, it was decided during the procedure that a narrow base [nb] titan would be more appropriate for the patient's anatomy. Therefore, the 18 cm ipp was removed and an 18cm nb ipp was placed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.